Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with infection/inflammation symptoms at 1 day post-operative exam in both eyes (ou). A brief description from the surgery center indicated it was an unusual patient presentation. The patient is wearing sunglasses complaining of severe pain in both eyes starting in the morning. The patient was compliant with drop and overnight eye shields. The patient¿s chief complaint was of unusual pain. The patient's comments were of severe pain and light sensitivity and could not open eyes when driving to the surgery center. The patient has experienced loss of best corrected visual acuity (bcva). The patient was referred to a specialist for possible flap rinse, culture, and fortified antibiotics. Bcva from (B)(6) 2017: right eye pre-op 20/20 -5.00 x -3.25 x 5; left eye pre-op 20/20 -3.25 x -3.50 x 169. Bcva from (B)(6) 2017: right eye post-op 20/40; left eye post-op 20/20.